Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information has been requested but not received to date. If additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: july 07, 2016. (B)(4).

Event description:
The hospital staff reported to a purchaser that they are having issues with the flexi-trak anchoring device, "in some ambulatory clients, it falls off when up and about." The initial reported was unable to provide the specific number of devices/patients impacted as a result of this complaint.

Manufacturer narrative:
Patient identifier (B)(6) for 1000317571-2016-00057 submitted on july 07, 2016 was incorrect. The patient identifier is being corrected to (B)(6) for 1000317571-2016-00057. (B)(4).